Event description:
It was reported that there was potential cord compression. It was noted that there was no alleged product issue. It was noted that an explant was required as a result of the event. It was noted that the product would not be returned. It was noted that a myelogram was performed. It was noted that the patient complained of a loss of sensation post-operatively. It was noted that the health care professional (hcp) decided to remove the system to remove the risk of cord compression. It was noted that the hcp decompressed the thoracic level where the lead was place. It was noted that the patient had a loss of sensation in the legs and the sensation had returned after explant. It was noted that the patient was alive with injury at the time of the report. It was noted that the patient had a loss of reflexes of the lower extremities, paralysis, and weakness.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014-03; product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported the physician removed the lead the same day. The physician reportedly stated he was not sure if it was cord compression. It was noted when he removed the lead there was no swelling or hematoma. It was noted that "it could have been the anesthesia." It was noted the patient regained sensation in his legs after removal and movement was reportedly "fine."

Event description:
Of note: the patient reportedly expired (B)(6) 2014 in the hospital from his existing heart condition. He suffered a heart attack while in the hospital after his system removal.